Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging multiple dx of bronchitis, pneumonia and tracheomalacia. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging multiple dx of bronchitis, pneumonia and tracheomalacia. Medical intervention was not specified. After further investigation, it has been determined that the report was incorrectly filed as a serious injury case. This report was evaluated by the clinical team and was assessed as a product problem only. Section b1, b2, h1, h6 have been updated. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.